Event description:
It was reported that the patient received inappropriate high voltage therapy as a result of noise on the right ventricular lead. The patient had recently undergone an ablation procedure. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.